Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the customer was utilizing an alternate tandem pump for therapy at the time of the issue.